Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was 316 mg/dl. The customer stated that they were unable to exit the preparing to prime loop. The customer stated that they did not receive the second series of beeps nor did numbers appear on the screen. The customer declined to troubleshoot for high readings. The product was returned for analysis.